Event description:
"The surgeon could not introduce the catheter smoothly. The catheter caught on the inside. This happened despite the csf flow. The catheter end is cut very sharp, the guide ends 1 cm before the catheter ending."